Event description:
Asr revision; left asr hip resurfacing system; reason for revision: pain.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation on this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason(s) for revision: femoral neck fracture.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number dint 22562. Reason for original complaint ¿ asr revision left asr hip resurfacing system reason for revision: pain update from (B)(6) email (B)(6) 2012: patient ID, dpyous-73 attached update: implant date and revision date corrected as per email received 21 aug 2012. This dint is for the first revision. For the second revision please see dint 24561. Nb. The acetabular cup reported on this dint was not revised during this event. The cup remained in situ and was revised at a later date. Please see dint 24561. Nb. Revision occured 4 months after implant date. Awaiting surgeon confirmation form and op dates. Update: added reason for revision and revision date. Received:september 20th 2012. Reason(s) for revision: femoral neck fracture on resurfacing (within 3 months of post op) the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason(s) for revision: femoral neck fracture on resurfacing (within 3 months of post op).